Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed the exhalation differential pressure transducer has failed.

Manufacturer narrative:
(B)(4). The suspect device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed ventilator inoperable alarm (vent-inop) and was not ventilating. There was no patient involvement associated with the reported event.